Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for follow-up and visual inspection identified erosion of this electrode. The proximal end of the tip had eroded through the skin and the suture hole and suture were visible outside the body. The erosion site was located at the incision site as 3-incision implant technique was used at the initial device implant. A boston scientific technical services consultant discussed programming options and next steps. Proper sensing was observed, and no noise was noted. The original sensing vector was alternate; however, since the proximal end of the electrode was protruding through the skin, the vector was changed to primary. The patient is expected to return next week for electrode replacement. No additional adverse patient effects were reported. It was reported that this electrode and the associated subcutaneous implantable cardioverter defibrillator (sicd) were explanted. This product will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information in regard to event outcome. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient presented for follow-up and visual inspection identified erosion of this electrode. The proximal end of the tip had eroded through the skin and the suture hole and suture were visible outside the body. The erosion site was located at the incision site as 3-incision implant technique was used at the initial device implant. A boston scientific technical services consultant discussed programming options and next steps. Proper sensing was observed, and no noise was noted. The original sensing vector was alternate; however, since the proximal end of the electrode was protruding through the skin, the vector was changed to primary. The patient is expected to return next week for electrode replacement. No additional adverse patient effects were reported.